Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that observations of the returned implant suggest that lateral load has been applied to the screwdriver. This may occur when the surgeon tried to correct the mas direction during the mas insertion. Following a functional check with a mating screwdriver, the bone screw of the mas can be slightly angled compared to the screwdriver axis. Such angulation may come from the necessary tolerances between the internal hex 3.5 slot of the mas and the external hex 3.5 tip of the screwdriver and may be more visible with longer mas.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. While inserting the screw, it was noticed that it was "wobbly" and the screw "went in an unwanted direction and went outside the vertebrae". No further details are known at this time.